Event description:
According to the initial report received on (B)(6) 2025, the consumer stated that he appeared to have experienced an allergic reaction to the product. In the completed customer information request (cir) form submitted on (B)(6) 2025, the consumer reported developing a rash over the entire area where the product was applied. He had used the product to cover an insect bite that had become infected. He removed the product and cleaned the area. The doctor examined it as it took a long time to clear. The consumer confirmed that the symptoms corrected after he stopped using the product.

Manufacturer narrative:
As of (B)(6) 2025, the manufacturer has completed the investigation with no issues identified. Aso reviewed the biocompatibility test records, and no concerns were noted. Per the product labeling, the device is contraindicated for use on any infected areas. For additional details, refer to section b.6 of this report.